Manufacturer narrative:
(B)(4). Batch # t9326k. Device analysis: the analysis results found that pouch device was returned inside its package opened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have dents in the tyvek. The push pull rod was found broken. In addition, a methylene blue test was conducted and it was confirmed that the damaged did not cause the sterility to be compromised. Due to the damages found on the packaging and device, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device batch t9326k number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t40e5c, and no non-conformances were identified.

Event description:
It was reported that the box arrived, and the box was damaged, resulting in the sterile product no longer being sterile. Hole in packaging that compromised sterility. No patient involvement occurred.